Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section.". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in hypothermia therapy on cool patient side. Patient temperature (pt) was 36.2c, targeted temperature (tt) was 36c . The arctic sun device had been alerting low flow. They tried troubleshooting but could not get water flow rate (wfr) was up. 4 adult pads connected. Walked through stop therapy, disconnect and reconnect holding nowhere near clear connectors and verify audible clicks with each connection. All lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was stabilized at 1.6 l/m. Alerting low flow. Nurse noted that the issues started once patient got back from CT. No issues prior. Had stop therapy, drain and disconnect the pads. Placed device in manual control at 25c. System diagnostics showed that the outlet monitor temperature (t1) was 7.9c, outlet control temperature (t2) was 8c, inlet temperature (t3) was 7.5c, chiller temperature (t4) was 5.7c, water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100, water reservoir level (wrl) was 5, system hours were 7154.8 and pump hours were 6437.3. Advised device appeared to be working appropriately in manual control. There was a good possibility pads were damaged in transport or in testing. Discussed testing which pad, but opted to swap out to new set as they would need to for therapy continuation. Walked through disabling manual control and advised to call back with any additional questions or concerns.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that in hypothermia therapy on cool patient side. Patient temperature (pt) was 36.2c, targeted temperature (tt) was 36c. The arctic sun device had been alerting low flow. They tried troubleshooting but could not get water flow rate (wfr) was up. 4 adult pads connected. Walked through stop therapy, disconnect and reconnect holding nowhere near clear connectors and verify audible clicks with each connection. All lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was stabilized at 1.6 l/m. Alerting low flow. Nurse noted that the issues started once patient got back from CT. No issues prior. Had stop therapy, drain and disconnect the pads. Placed device in manual control at 25c. System diagnostics showed that the outlet monitor temperature (t1) was 7.9c, outlet control temperature (t2) was 8c, inlet temperature (t3) was 7.5c, chiller temperature (t4) was 5.7c, water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100, water reservoir level (wrl) was 5, system hours were 7154.8 and pump hours were 6437.3. Advised device appeared to be working appropriately in manual control. There was a good possibility pads were damaged in transport or in testing. Discussed testing which pad, but opted to swap out to new set as they would need to for therapy continuation. Walked through disabling manual control and advised to call back with any additional questions or concerns.

Event description:
It was reported that in hypothermia therapy on cool patient side. Patient temperature (pt) was 36.2c, targeted temperature (tt) was 36c. The arctic sun device had been alerting low flow. They tried troubleshooting but could not get water flow rate (wfr) was up. 4 adult pads connected. Walked through stop therapy, disconnect and reconnect holding nowhere near clear connectors and verify audible clicks with each connection. All lines straight with no bends or kinks. Restarted therapy and water flow rate (wfr) was stabilized at 1.6 l/m. Alerting low flow. Nurse noted that the issues started once patient got back from CT. No issues prior. Had stop therapy, drain and disconnect the pads. Placed device in manual control at 25c. System diagnostics showed that the outlet monitor temperature (t1) was 7.9c, outlet control temperature (t2) was 8c, inlet temperature (t3) was 7.5c, chiller temperature (t4) was 5.7c, water flow rate (wfr) was 1.5 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100, water reservoir level (wrl) was 5, system hours were 7154.8 and pump hours were 6437.3. Advised device appeared to be working appropriately in manual control. There was a good possibility pads were damaged in transport or in testing. Discussed testing which pad but opted to swap out to new set as they would need to for therapy continuation. Walked through disabling manual control and advised to call back with any additional questions or concerns.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section.". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. UDI related data quality updates only. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.